Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.